Event description:
Foot pedal malfunctioned and parts fell off. Unable to repair. Manufacturer response for stryker nse foot switch, stryker nse footswitch (per site reporter): replaced with updated version.